Event description:
Report of disconnection of IV tubing from clave port received. A pt with a central venous access line was receiving an unspecified IV fluid via tubing to extension set, with access to central line via clave port (mfg by ICU medical). It was reported that the extension set disconnected from the clave port. The clave port remained in an open position and blood backed up and "bled profusely" all over the pt. No pt harm was reported. Additional pt info was requested, but no info is available at this time.